Event description:
It was reported that the cement gun had metal shavings falling from the device. This did not occur during a surgical procedure. There were no adverse consequences.

Manufacturer narrative:
The device was not returned to the MFR for an investigation. A f/u report will be made if the product is returned, and if the investigation requires.